Event description:
On january 30, 2024, ivtm therapy with a cool line catheter (lot# 191450) started. The catheter was inserted smoothly on the first attempt into the jugular vein. However, on the following day, the customer ended temperature management when the console displayed an air trap alarm and the customer suspected a catheter leak and the infusion of the 200 ml of saline. Per the reporter, the catheter leak test was performed by the physician, and the console was confirmed to be functional. No alternative devices or other temperature management therapy was utilized after the therapy was stopped. No consequences or impact to the patient.

Manufacturer narrative:
The zoll cool line catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
On january 30, 2024, ivtm therapy with a cool line catheter (lot# 190953) started. The catheter was inserted smoothly on the first attempt into the jugular vein. However, on the following day, the customer ended temperature management when the console displayed an air trap alarm and the customer suspected a catheter leak and the infusion of the 200 ml of saline. Per the reporter, the catheter leak test was performed by the physician, and the console was confirmed to be functional. No alternative devices or other temperature management therapy was utilized after the therapy was stopped. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of a leak of the cool line catheter (lot# 190953) was confirmed during functional testing. A water emission/leak was observed from the distal luer port and at the distal end of the catheter blue tip during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. A visual inspection of the returned catheter was performed. No physical damage was observed on the catheter. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi, no leak was observed from the catheter balloons. However, a water emission/leak was observed from the distal luer port and at the distal end of the catheter blue tip (distal infusion lumen opening hole) during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 190953. .